Event description:
Adverse event(s): "the pt had a successful outcome" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The facility scrub tech reported a system message displayed during the laser treatment. The system was rebooted, but the system message did not clear. The surgeon completed the case with cryopexy. The surgery was completed and the pt had a successful outcome. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The core module was replaced and sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).